Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm) , the settings were as usual, but the body remained in the delivery device.the delivery device was opened, manually set and used. The hospital did not report any patient effects..

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure using hst iii seal (4.5mm) , the settings were as usual, but the body remained in the delivery device and the internal seal had cracked. The delivery device was opened, manually set and used. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4,g7,h2, h6,h10 . B5- corrected section : updated summary. Internal complaint number: (B)(4).